Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported.

Manufacturer narrative:
The user reported discrepancies between their blood glucose (bg) readings and the sensor glucose (sg) values. The case was escalated to the next level of support for further review. A review of the in-vivo data revealed that the user was experiencing transient optical instability around the reported time. The recommended next step was a guided sensor re-link, followed by three days of monitoring with one calibration per day to aid performance assessment. Customer care attempted multiple callbacks, sent sms messages, and issued a final email to assist the patient with the re-link process, but the patient did not respond. The territory manager was informed of the situation. Since the patient continued using the system with up-to-date information and no further response was received, the case was closed without completion of the re-link. B4.date of this report 04 feb 2026. G3.date received by the manufacturer? 04 feb 2026. H3. Device evaluated by manufacturer?yes. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.